Event description:
It was reported through a blind survey that "hand control floated when my head was in console but fingers not on control, just drifted toward the floor a bit but makes me wonder over time if that can worsen." Customer feedback related to an intuitive surgical, inc. (Isi) product was received via a blind survey. Isi is unable to perform follow-up to obtain additional information due to the nature of how this information was collected. No product or site information was available.

Manufacturer narrative:
This complaint originated from the jd power nps/brand us spring 2021 survey. A complaint investigation could not be performed since the site and product information could not be collected as part of the blind survey. Based on the information available at this time, this complaint is considered a reportable event based on the following conclusion. It was alleged that the "hand control floated when my head was in console but fingers not on control. While there was no harm or injury to the patient reported as part of this allegation, the failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Provided brand name, common device name, and procode for the product involved in this event. The exact model of da vinci system that was in use remains unknown.